Event description:
It was reported the pt's ipg is unable to communicate with the charger and programmer. The pt is without stimulation. The pt is having the system explanted due to an MRI.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.